Event description:
The customer reported the lens rinsing on the scope does not work properly. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the water channel was clogged with detergent or disinfectant solution. This report is being submitted for the malfunction found during evaluation (clogged channel). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the water channel was clogged with foreign material due to insufficient reprocessing. In addition, the connecting tube was wrinkled 10mm from glue, the paint was peeling from the suction cylinder nut, switch 1 had a cut, there was play in the angulation, angulation was lower than standard, and there was a cut on the biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The exact cause of the event couldn't be exclusively identified. The event can be detected/prevented by following the instructions for use which state: IFU (reprocessing manual) states as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." States on use of a/w nozzle cleaning adapter as follows: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Prohibits putting any additives into the sterile water as follows: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." States on cloth used in reprocessing as follows: "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor the field performance of this device.